Event description:
Manufacturer representative reports at the patients last refill the expected reservoir volume was 3 ml and the actual reservoir volume was 18 ml. The patient was experiencing some pain but did not suffer any withdrawal symptoms. A two studies study were performed, but no results were reported. The pump was refilled and reprogrammed. This was a one-time volume discrepancy. A follow up report will be sent if additional information is received.